Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, noise was noted on the stored episodes for noise reversion and high ventricular rate. The patient did not report any symptoms. Noise could be reproduced in clinic with pocket manipulation and isometrics. The device was reprogrammed and the patient will continue to be monitored.